Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The camera head was returned to for evaluation. A full technical evaluation was completed in accordance with the specification. The customer¿s complaint was not confirmed. It was confirmed that there was no damage to the camera head and no abnormalities were noted. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that during a shoulder arthroscopy procedure, the irrigation solution penetrated through the sterile protection cloth, which wet and infiltrated the camera head, which could not be dried. The intended procedure was completed with a delay of 10 minutes, which was the time needed to substitute the camera head with a similar one. There was no patient harm.